Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was in the range of 400 mg/dl. The customer was declined to troubleshoot for high blood glucose. The customer also reported that the insulin pump got reset on its own causing settings to function incorrectly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No frozen screen noted during test and time clock advances properly. Device received with minor scratched lcd window. (B)(4).